Event description:
Boston scientific received information that during defibrillation thresholds testing after the implant of this sub q array, a commanded shock impedance test displayed shock impedance measurements of 24 ohms. However, during the delivery of two shocks during testing, impedances of less than 20 ohms were detected. The patient was successfully defibrillated during both tests. No remedial action has yet been taken, and daily impedance measurements will be monitored in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The product remains in service. No further information is available. This report will be updated if more information becomes available.